Event description:
The female patient had the following medical history: cva, hypertension, diabetes (ii) and unstable angina iib. Medications at baseline included aspirin, nitrates, beta-blockers, and insulin. The target lesion was located in the mid lad. The lesion was calcified. The lesion was predilated with a 2.50 x 15 balloon at 10 atm. A 3.0 x 18mm bx sonic stent was successfully implanted in the mid lad. Medication administered for the procedure included clopidogrel, aspirin, and heparin. Eight months post procedure, 85% restenosis was noted in the mid lad. The target lesion was revascularized with a cutting balloon.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.